Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failed and was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the different cubies in drawer 2.1 kept failing with the error device not detected on bus. A field service engineer checked the station, and no failures were found. Diagnostics were run, and the unit was shut down to reseat the row board cables for drawer 2. The station was then rebooted and tested. Functionality was tested and confirmed to be working as expected. The system functioned as intended after the field service engineer repaired the device.